Event description:
Additional information was received from a healthcare provider. It was reported that in the steps taken to resolve the painful electrical sensation will be to follow-up with the patient after programming. It is unknown if the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were experiencing urinary incontinence and attempted to increase the stimulation level, which resulted in a painful electrical sensation. Patient mentioned that their symptoms were better until two weeks ago. The pat ient mentioned that their doctor advised trying a new program. The agent assisted the patient in changing programs and adjusting the stimulation to a comfortable level. The patient will continue to track their symptoms and had been advised to consult their healthcare provider (hcp) if the symptoms persist.